Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument inputs failed to engage with the sterile adapter after multiple attempts. Although the instrument failed engagement after being placed on the system, there was no report of an engagement failure reported in the system log. Additional observations not reported by the site: the cadiere forceps instrument was found to have a cracked clamping pulleys at the proximal end. The instrument was found to have an input disk cracked. Hairline cracks were found on grip input disk. The instrument was found to have dried residue around the clamping pulley cable groove.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the cadiere forceps instrument's jaws were moving to the wrong direction of what the surgeon was doing at the surgeon side console (ssc). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The cadiere forceps instrument did not move in the intended direction and was moving in the opposite direction. There was no shakiness and/or friction experienced, and there was no instrument-to-instrument or system arm-to-arm interference. There was no collision. The reported issue occurred during blunt dissection. The cadiere forceps instrument was removed and not used for the procedure. The drape is not available for return. There was no patient injury. The instrument was inspected prior to use and no damage was observed.